Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual inspection found that the device was not received in its original packing, only in the desiccating tray. An additional anchor was returned. Neither of the devices had any signs of use. No other anomalies could be observed. The manufacturer performed an investigation with the following results: the returned device and pouch were visually inspected. An extra loose anchor, identical to one of the device¿s, was found taped on the pouch. It is assumed that the adhesive tape was placed by the client since it is not part of the complaint and it is not part of the manufacturing or packaging process, and no step in the documented workflow involves taping components to the pouch. The device itself had all required components correctly installed, and the extra piece showed no signs of prior installation or removal. The informal application of adhesive tape was added by the customer after the device left manufacturing control. The manufacturing process includes a documented component reconciliation requirement as part of the device history record (DHR). During assembly, the production associate is required to record the quantity of components received, the quantity used in the build, and any components scraped or returned to stock. This reconciliation ensures that all components are fully accounted for at each stage of the process and helps prevent the possibility of extra or untracked parts remaining after assembly. The loose component found inside the device pouch was confirmed to be an anchor of the same part number and same device code as the anchor already installed on the returned device. This indicates that the extra component did not originate from a different product configuration. The device itself retained its correctly assembled anchor, and its functionality was not affected by the presence of the additional loose anchor. No capas or ncs have been found related to the defect reported in this complaint. The bounding is limited to reported batch since the in-process controls, and the risk assessment demonstrates that there are no other quality events related to this type of defect. The investigation carried out showed that the manufacturing in-process controls and the quality inspection can detect issues related to the condition presented under this product complaint. 100% of the product undergoes manufacturing controls for this kind of defect, and additionally every batch passes through quality inspection. The extra anchor found in the pouch is identical to the installed device anchor and does not correspond to a missing or detached component from the returned device. The device was fully assembled and functional, and the additional anchor was loosely placed and taped inside the pouch- an action inconsistent with any manufacturing or packaging process. Manufacturing controls, including DHR-required component reconciliation and final packaging verification, do not allow for extra loose components to remain inside the pouch. No steps in the assembly or packaging workflow involve taping components to the pouch. Because the complaint description does not specify where the loose component was originally located and there is no evidence of manufacturing involvement. The overall complaint was confirmed as the observed condition of the gryphon p br ds anchor w/oc would have contributed to the complained issue. Device history review: there was no non-conformance regarding this lot. Based on the investigation findings, the potential cause could not be established. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once the investigation has been completed, a follow-up report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time.

Event description:
It was reported that during an unknown surgery, when the gryphon p br ds anchor w/oc device in question was opened, it was found that there was a tip of another anchor (foreign object) in addition to this anchor. The anchor in question was not used, and another anchor was opened and used to complete the surgery. There was no surgical delay and no harm to the patient. The device was brand new and the first use when the issue occurred.